Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok button and up and down arrow buttons on the keypad were under responsive to user presses and there was moisture in the cartridge compartment. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings:.battery compartment cracked below bumper pad. Battery compartment leak. Evidence of moisture inside all internal pump: moisture corrosion on all boards, on keypad connector, on motor flex connector..no damage or peeling to keypad. Keypad is unresponsive, due moisture damage. Unable to test bolus button, due keypad is not working. Removed the keypad, no evidence of contamination on key contacts.